Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient displayed over-medication symptoms and was sent to the emergency room after a pump refill procedure on (B)(6) 2017. The patient was administered a full round of narcan.